Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over-infused a patient. The infusion ran for 6-9 hours instead of the expected 24 hours. The pump was filled with vancomycin 1000 mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.